Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a stomach resection procedure, the loading of the device was checked and confirmed; everything was displayed in green, and there were no problems. However, at the time of duodenectomy, the reload was applied to the tissue and used for firing, but it could not be done. To resolve the issue, another reload was used with the same handle. There was no patient injury.